Event description:
Additional information received mentioned that the unit did not work at all and was not used. They tried to changed between two softs sd and np and the unit failed auto test as shown in both sd and np version of the software. There were error messages shown on the screen e.g., patient interface module error!-12628,0x0,0x6 and electro stimulator module (reasons why the stimulator had shut down). They tried changing the stimulation and registration boxes as well as the connection cables. There was no available unit to changed it. There was no patient treated with the device since it did not work.

Manufacturer narrative:
H6: additional information suggest that fdp:c50675 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no fault with the device. The controller was received in good cosmetic condition. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the controller did not work after the procedure. There was no patient impact.